Manufacturer narrative:
Corrected information: information references the main component of the system and other applicable components are product ID: 81102, lot# c46147, explanted: (B)(6) 2015, and product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2015. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-jul-2016 from a healthcare professional via a product surveillance registry and it was reported that on (B)(6) 2015 the patient's entire system was explanted. On (B)(6) 2015 the patient reported a pump pocket seroma. On that date, the patient was instructed to apply pressure to the site with a rolled up sock and an abdominal binder over the site. On (B)(6) 2015 the patient was seen for an unscheduled clinic or office visit at which time examination found a pump pocket seroma. Fluid was removed from the site on that date. The event outcome was noted to be "resolved without sequelae (B)(6) 2015". The event was related to the implant procedure and not related to the device or therapy. On (B)(6) 2015 the patient reported a lumbar site seroma. At that time, the patient was advised to apply pressure and dressing to the site and to wear an abdominal binder. The patient was seen for an unscheduled clinic or office visit on (B)(6) 2015 and reported that the site was aspirated by an outside provider. The patient also reported having a spinal headache for a few days. The event outcome for the lumbar site seroma and spinal headache were noted to be "resolved without sequelae (B)(6) 2016". The lumbar site seroma and spinal headache were noted to be related to the implant procedure and not related to the device or therapy.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Destructive analysis was completed and no new or additional anomalies were found during destructive analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had pain at the pocket site. The pump was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient received unknown baclofen (250mcg/ml, 1.5mcg/day), bupivacaine (5mg/ml, 0.0299mg/day), and clonidine (125mcg/ml, 0.75mcg/day). A seroma was observed at the abdominal explant site on (B)(6) 2015. The patient experienced leaking at the lumbar site and was instructed to apply pressure. On (B)(6) 2015, the patient experienced a spinal headache. The patient had not been seen in the clinic since. Concomitant drugs: nortriptyline, nucynta, valium, prednisone

Manufacturer narrative:
Upon returned product analysis, a reliability non-conformance was found with the pump. The pump was found to be overinfusing (with an unknown root cause) by more than 14.5% at standard test conditions and typical therapeutic rate. The pump will be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty. The catheter that was returned is consistent with a trialing catheter. This catheter is contraindicated for long term implantation as specified in the technical manual. Therefore this was a procedural non-conformance due to the contraindication i.e. Implanted for long period of time, assembly using parts not meant to be used with this type of catheter and the hole found. No significant anomalies were found with the pump connector and two pin connectors seeing as they were returned in segments. Eval code-result: replace with.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-result applies to pump. Eval code-result applies to catheter.

Manufacturer narrative:
Eval code-conclusion applies to the catheter. Eval code-conclusion applies to the pump.

Manufacturer narrative:
Product ID 81102, lot# c46147, implanted: 2010 (B)(6); product type catheter product ID 81102, lot# c46147, implanted: 2010 (B)(6) product type catheter product ID neu_unknown_cath, serial# unknown; product type catheter.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the device was explanted on 2015 (B)(6). The patient's medical history included depression, lumbar discectomy <(>&<)> fusion at l5, lumbar discectomy at l2-3, lumbar laminectomy at l2- l5, bilateral lumbar foraminotomy at l2- l5, lumbar fusion with "rsrh" pedicle screws at l2- l5, removal of spinal hardware from l1-l5 w/ replacement of hardware from l1-t10, and a history of deep vein thrombosis. Information regarding troubleshooting or diagnostics performed was requested but no information was obtained. The patient outcome was not reported. Potential causes or factors that may have led to the event were not reported. A supplemental report will be submitted if additional information becomes available.